Manufacturer narrative:
Device evaluation: final device investigation found that the device was returned in good visual condition. Upon evaluation it was found that the stopcock lever was loose and did not have sufficient friction to prevent unintended movement. The device then was tested for leaking. The device showed signs of leaking when the obturator was inserted into the sleeve, but not when the sleeve was tested without the obturator. As no packaging was returned with the device, the device history record could not be reviewed.

Event description:
The device was returned to the manufacturer with no information. Additional information was requested, and it was reported that the regulator lever for the gas was loose. No patient injuries were reported.